Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: the pump's black box showed no evidence of short battery life, the battery compartment was cracked below the grip pad. The battery cap was undamaged and able to fit securely. Moisture corrosion was observed in the battery canister. The ¿ez-prime¿ steps were performed correctly. The pump's current draws were found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/28/2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment and that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.